Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s battery does not work and it was checked by their healthcare professional who determined in needed to be replaced. The patient needed a head scan and technical services reviewed MRI info. On a related call the patient said the ins is not functional and doesn¿t work. The caller could not confirm ins at end of service (eos). Technical services advised that they should consider having the patient meet with their managing healthcare professional before scanning to evaluate the ins.